Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly procedure found that the operator must verify that the suture trap is snapped and free on to the upper jaw. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the capture jaw which captures the suture after taking the bite of the firstpass mini was missing. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H2: corrected information in h6 (component code, type of investigation & investigation findings. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. One side of the suture capture has been broken and disconnected from the upper jaw. The piece of suture capture was not returned. The upper jaw is slightly skewed to one side. Bio debris is present. A functional evaluation showed pulling the lever will close the jaws and deploy the suture passer needle through the capture window. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process, found that the operator must verify that the suture trap is snapped and free on to the upper jaw. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.